Event description:
The duett sealing device was deployed following a diagnostic procedure via a 6 fr sheath in the right common femoral artery. Following the deployment, the patient experienced loss of pulses and coolness to the touch in the affected leg. An angiogram confirm an occlusion and treatment consisted of thrombolytic therapy and an angiojet procedure. The treatment was successful and the event was resolved.